Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that problems were experienced with the system during a recent surgery. The system has been taken out of service until a loaner system is received. Pt involvement/impact is unk. Multiple attempts have been made to retrieve additional info but none has been received to date.